Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 458mg/dl due to an unknown cause. Bg level was addressed by delivering a bolus. A system check was performed and air bubbles were observed in the infusion set tubing. An infusion set tubing change was performed and insulin deliveries were resumed.